Manufacturer narrative:
(B)(4). The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot and cracked battery tube threads. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip.

Event description:
The customer reported via phone call that the circular plastic piece on the insulin pump by the reservoir compartment was broken off. The customer¿s blood glucose level was 176 mg/dl. The insulin pump will be returned for analysis.